Manufacturer narrative:
Visual inspection revealed the bottom section of the screw that was returned was fractured. The complaint is confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw.